Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported that he experienced an occlusion error (e4) while trying to bolus and his blood glucose was elevated to 260 mg/dl. To troubleshoot the patient was instructed to disconnect from his infusion site and to perform a bolus. He received an e4. He was instructed to then remove the infusion tubing (competitor product) and perform a bolus. He received an e4. The patient was instructed to remove the insulin cartridge and to manually push the plunger. He was then able to reinsert the insulin cartridge and prime through the adapter without error. The patient then reconnected the infusion tubing and connected to his infusion site and bolused 4 units of insulin to lower his blood glucose. His normal blood glucose level is 167 mg/dl. Upon follow up two days later, the patient's wife stated the infusion device was working properly and the patient had no further blood glucose issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.